Event description:
Additional information was received that the right atrial (ra) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.